Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a damaged u105 flash memory chip on the monitor c/a board. The u105 component was broken free from the c/a board. The root cause for the damaged u105 flash memory chip could not be positively identified, but it is likely the damage resulted from the monitor impacting a hard surface. The monitor showed signs of physical abuse. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
The mother of a (B)(6) male patient called zoll customer support to report that the patient's mother wasn't powering up. The patient was issued a replacement monitor.